Manufacturer narrative:
Please note corrections to d4 (catalog number, lot code, gtin). Investigation revealed the subject product to be a concomitant item. The reduction spoon t2 femur did not contribute to the reported event of broken off tip of universal rod t2 femur.

Event description:
The pharmacist at the hospital reported the following event : "I would like to contact you for a declaration of materiovigilance on a guide for nail guide t2 (restérilisable material ref 1806-0125k134075 / 1806-0110k537887). During an intervention on (B)(6) 2018, the screw thread connecting the two parts of the guide broke in the femoral shaft during the attempt to reduce a femoral fracture, resulting in an additional incision on the leg to be able to access the lower end of the instrument in order to be able to remove it. An additional incision had to be made on the leg to gain access to the lower end of the instrument in order to remove it.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist at the hospital reported the following event: "I would like to contact you for a declaration of materiovigilance on a guide for nail guide t2 (restérilisable material ref 1806-0125k134075 / 1806-0110k537887). During an intervention on (B)(6) 2018, the screw thread connecting the two parts of the guide broke in the femoral shaft during the attempt to reduce a femoral fracture, resulting in an additional incision on the leg to be able to access the lower end of the instrument in order to be able to remove it. An additional incision had to be made on the leg to gain access to the lower end of the instrument in order to remove it.